Event description:
Information received indicates the beds trendelenburg function will not work.

Manufacturer narrative:
Hill-rom technical support instructed the facility to replace the beds control board. The facility has not completed repairs on the bed.